Event description:
Rptr called on behalf of husband who experienced the er1 message about six months ago. Husband retested and his blood glucose result would be in the 400-500 mg/dl range. Husband was having headaches at this time. Rptr stated he stopped testing and went to see his dr who tested his current meter (type unk) and rec'd a reading approx 100 points higher; this happened a couple of times. The dr changed husband's medication and informed him he didn't have to test anymore but to come in for a hemoglobin a and c which was 6.8 recently. There was no direct meter to lab comparison of the surestep. Rptr stated that after her husband changed medicine his blood glucose levels came down immediately.